Event description:
It was reported that the interrogation report showed that the device had an electrical reset. It was also reported that the reset occurred the same day as an magnetic resonance imaging (MRI). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).